Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported a blood glucose reading of 164 mg/dl at 6:44am and due to the reading and breakfast he administered a larger than normal dose of 30 units of insulin. While at work, he began to feel "buzzed", energetic, and nauseous. He received readings of 182 mg/dl, 171 mg/dl, and 177 mg/dl between 8:35-8:52am. He went to the (B)(6) at work and reportedly received the following results compared to a professional meter within 10 minutes: 98 mg/dl on the aviva system at 9:44am and 58 mg/dl on the professional meter at 9:45am. He was treated with glucose paste and a soda, he was incapable of self-treatment. After treatment, the customer also reportedly received the following results compared to a professional meter within 10 minutes: 123 mg/dl on the aviva system at 10:07am and 68 mg/dl on the professional meter at 10:08am. Requested return of the alleged device for evaluation and replacement was sent.